Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) became stuck on the guide wire following treatment in the anterior tibial artery. The oad and wire were removed together. The vessel was re-wired, and the procedure was completed via percutaneous transluminal angioplasty. There was a delay of 30 minutes or more due to the reported event.

Manufacturer narrative:
At the conclusion of the failure analysis investigation the reported event was confirmed. The oad and guide wire (engaged in the oad), were returned. The guide wire was removed from the driveshaft crown and tip bushing section with significant resistance. The proximal and distal solder bond remain intact and undamaged. There was no other damage observed with the device or guide wire that would have contributed to the reported event. There was adhered biological material observed on the driveshaft and crown and guide wire. The morphology of the biological material is not known. The exact root cause of accumulating tissue remains unknown. Examination in the areas of the adhered tissue did not reveal any damage that would have contributed to the accumulation. (B)(4).